Event description:
It was reported by a technologist that a physician at their center was using the gel mark ultra biopsy site marker following a breast biopsy case or cases. On removal of three gel mark ultra aplicators site observed that the tips had been sheared off. The application tips were found in the mammotome bowl. There were no pt adverse effects.